Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient was receiving an unspecified dose of pitocin when the clinician moved the bed the tubing separated and leaked at the pumping segment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the tubing separating at the pump segment was confirmed. Visual inspection found the set separated between the silicone pump tubing and the upper fitment. The set's ring retainer was missing from the pump segment but a ring retainer indentation was observed around the end of the silicone tubing indicating that the tubing was previously connected. Dimensional testing showed the silicone pump segment tubing was within specification. Functional testing could not be performed due to the separation. The cause of the separation was not identified but is likely from the tubing having been stretched when the bed was moved during the reported event.